Event description:
The customer reported that she received a low battery warning on the insulin pump, changed out the battery a few times and the insulin pump would not start up. The customer stated that she had received battery cap replacements but the power issue persisted. The customer's blood glucose was 119 mg/dl. She further stated there were no unattended alarms and the insulin pump had powered off more than once without first receiving a low battery warning. The customer was advised to insert a new battery. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.